Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for device exchange procedure. Prior to procedure, capture thresholds on the left ventricular lead dropped. The issue was present in both devices. Programming changes were made to the new device to resolve the issue. Patient was stable.